Event description:
It was reported that while using bd bbl¿ mueller hinton ii agar that there a performance issue with growth. This occurred to approximately 400 plates. The following information was provided by the initial reporter: customer is reporting they are not getting the dense appearance on the agar. Affected lot number 3115025.

Manufacturer narrative:
H.6. Investigation summary: the batch history record for 3115025 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at (B)(6). (B)(6) is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 3115025. Retention samples from batch 3115025 were not available for inspection. Three photos were received for investigation. The three photos each show the agar surface of an opened plate with a lawn of growth and discs and/or strips applied. No observations about the growth can be made from photos alone. No return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mueller hinton ii agar that there a performance issue with growth. This occurred to approximately 400 plates. The following information was provided by the initial reporter: customer is reporting they are not getting the dense appearance on the agar. Affected lot number 3115025.